Event description:
It was reported that the customer was admitted to the hospital for a hypoglycemic episode. The customer currently has 2 broken collar bones. The nurse stated that the customer had been on the insulin pump the whole week with no problems. The nurse declined to troubleshoot at this time. No further details provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.